Event description:
The customer reported that the unit's pacing failed to turn on when pressing the pacing button.

Manufacturer narrative:
H3 and h6: the factory has not yet rec'd the device for eval and this complaint is still under investigation.